Event description:
It was reported that the insulin pump alarmed battery out limit and had an unresponsive keypad. The customer's blood glucose was 7.8 mmol/l. The caller stated that the customer was playing rugby and had gotten hit. She noted that the insulin pump had not alarmed at that time, however. The customer stated that she was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.